Event description:
It was reported that the stimulation was turning off. It was noted that the patient checks her stimulation with her programmer and it was showing it was off. Patient stated that she knows when therapy turns off because her lower back starts to hurt. It was noted that the patient did not think it was related to any type of environment she was in. Patient also did not think she was hitting the stimulation off button with her programmer. It was noted that the patient hardly made adjustments with her programmer. Patient had not seen her healthcare professional (hcp) about her therapy in 6-7 years prior to this report. Patient had not really had any problems. It was noted that the stimulation turning off on its own started about 1 year prior to this report. Patient thought it might be getting close to replacing the implantable neurostimulator (ins). Additional information received reported the patient did not have concerns with their device or therapy. It was noted patient stated ¿working on it!¿

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 377760, lot # j0546520v, implanted: (B)(6) 2005, product type lead. (B)(4).